Manufacturer narrative:
On (B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During follow-up, one episode with noise was observed in device memory. Reportedly, the noise pattern might suggest emi and is visible in both chambers. An analysis of the noise origin was requested (the device is connected to an isoline lead). It should also be noted that the noise episode was not available in saved programmer file, as well as most of follow-up data: an error message was displayed when opening the file.